Event description:
The customer reported that while using the pencil, the plastic tip came off and had to be retrieved from the surgical incision site.

Manufacturer narrative:
(B)(4). The incident electrode was returned and clear insulator had come off the electrode. The electrode blade had excessive eschar under the insulation and along the entire length of the electrode. The blue insulation that holds the clear insulator in place had a tear several millimeters in length causing the clear insulator to fall out. The damaged blue insulation appears to be where the user may have scraped against a metal object or improperly cleaned the electrode. The IFU states if the electrode is damaged, discard it.